Manufacturer narrative:
This event occurred outside of clinical use and was due to a battery being beyond its useful life. As such this event is no longer reportable.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
It was reported to philips that the device was shutting down. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.